Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle precisionglide 26x1/2in needle through the shield. The following information was provided by the initial reporter translated from portuguese to english: one of the hypodermic needles (300110 agul c/100 13x4.50 bd) in the batch came with the needle sticking out of the protective cover, piercing the employee when he went to handle it. Describe patient / (hcp) / user impact. Collaborate was punctured while maneuvering it.

Manufacturer narrative:
Photo received by our quality team for investigation. Through visual inspection, needle through the shield is observed, therefore the incident is confirmed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Possible root cause is associated with cannula entanglement between the shield and the hub. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.